Manufacturer narrative:
This report is a consolidation of reports summarized as part of the FDA voluntary malfunction summary reporting program. 1 event was reported in quarter 2 of 2019. The 1 event did have patient involvement but resulted in no reported injury. The 1 device will not be returned for evaluation, and was serviced in the field. Due to the dental chair not being returned, an equivalent device onsite is being used to perform the evaluation to try to recreate the issue to determine the root cause.

Event description:
This report summarizes 1 malfunction event. The 1 event stated the doctor raised the ultratrim dental chair backrest from supine to upright, the entire backrest fell to the floor making a loud noise and the patient fell backward out of the chair. The patient was stated to not be obese. The 1 event reported no patient injury.